Event description:
It was reported that during a biopsy procedure l3-012 error code kept appearing to interrupt the entire procedure. Customer used a replacement demo capital to finish the procedure. Pt returned home after procedure and no adverse event was reported.

Manufacturer narrative:
Based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and determined the hand/foot switch used during the case could have caused the l3-012 error, and the reason for the l3-012 error was duplicated in the event log and reproduced by holding down the vacuum button on the hand/foot switch while powering up the unit. The analysis site also performed preventive maintenance on the unit and found the vso was causing the unit to have inadequate vacuum regulation, and was corrected by replacing the vso. The unit has not been returned for service prior to this event, therefore, no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.